Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was not detecting all atrial fibrillation (af) episodes experienced by the patient. The icm remains in use. No patient complications have been reported as a result of this event.